Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following a fall, patient's left octrode lead was not working. Diagnostics indicated that there were high impedances on all the contacts of the left lead. X-rays later indicated that the lead had fractured. Additionally, patient also had difficulty connecting their ipg to the programmer. As a result, surgical intervention took place on (B)(6) 2025, wherein the fractured lead and ipg were explanted and replaced to address the issue.